Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device was scheduled to be replaced due to suspected premature battery depletion. It was also noted there was noise and oversensing on the competitor atrial and ventricular leads. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was confirmed. External visual inspection noted tool marks on the header and body fluid contamination in the lead barrels. Detailed analysis confirmed the premature battery depletion.